Event description:
It was reported that the insulin gauge was inaccurate intermittently. Reportedly, the customer was reusing insulin and using cold insulin. Tandem technical support educated the customer that on labeling instructions and not to proceed with loading a cartridge with insulin in this manner by taking insulin from a previous cartridge to load into a new cartridge. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.